Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user applied blood to strip before inserting strip into meter. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3 error. Grandmother is calling on behalf of the customer. The customer's grandmother stated that she had been feeling shaky earlier in the day and that she had been giving her something eat and drink to help raise blood sugar levels. Medical attention is not reported as a result of the actual blood glucose results .during the call on (B)(6) 2016 a blood test was performed by the customer and produced test results of 112 mg/dl using true track meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 04/27/2018 and open vial date is (B)(6) 2016. She or her grand-daughter were aware what her expected blood sugar levels should be. No changes to her diet and/or medication.